Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73g1800294 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user became unable to grip the handle in the middle of the procedure because it was too stiff, in spite that there was no problem at the beginning of loading clips. As a result, the jaws did not open so that it was replaced with a new unit. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The sample was disassembled to inspect the internal components. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws didn't open while in use" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all clips properly loaded into the jaws of the device and were successfully applied to over-stressed surgical tubing. The device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the user became unable to grip the handle in the middle of the procedure because it was too stiff, in spite that there was no problem at the beginning of loading clips. As a result, the jaws did not open so that it was replaced with a new unit. No clips fell in the patient.